Event description:
A healthcare professional reported that a patient juvéderm® voluma¿ xc with cannula was injected into bilateral cheeks. The practice states they did one pilot hole on each side at approximately v1 position anteriorly and posteriorly using fanning technique. The treatment went well at the time and when patient came for follow up a week ago things looked great. Recently they said their left cheek was slightly swollen and seemed to be worsening. The patient came into practice yesterday 2 days ago to be seen in office and some mild induration but no tenderness and slight warmth. The hcp states it appears like an allergic reaction, so he had them take benadryl and gave them a keflex prescription which the patient took the first dose of last night. The patient called the next day the left side of their face was more swollen today. The hcp inserted a 20-gauge needle to attempt to excise as he thought it might be cellulitis but nothing other than blood would aspirate. The patient started on clindamycin every 6 hours and cipro twice daily.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.